Manufacturer narrative:
Investigation: our manufacturing facility was able to verify the flange was broken based on the photo that was provided. A device history record review showed no non-conformances associated with this issue during the production of this batch. After further investigation it was determined this issue likely occurred as a result of a damaged conveyor belt in the primary packaging machine. This belt has two pieces to prevent syringes from falling out and one piece was noted to be broken, trapping the product and resulting in the flange breaking as seen in the product you reported. We have since replaced this portion of the conveyor belt and checked all manufacturing lines in order to prevent reoccurrence of this issue.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with damaged barrel. There was no report of injury or medical intervention.